Event description:
Hcp reported pt had onset of infection two months after implant with redness, swelling, drainage and pain at the device pocket. Pt has diabetes and cons disease (adrenal disorder). A culture of the device pocket was obtained, date and result unknown. The pt was treated with oral antibiotics. The infection is resolving. The site looks good but wbc's still high.